Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results compared to readings obtained on the adc meter and experienced a headache and fatigue. Customer was unable to self-treat and received third party treatment from non-healthcare professional of fast acting insulin and water. There was no report of death or permanent impairment associated with this event. A sensor results of 62, 76 and 146 mg/dl were compared to a adc meter results of 178, 195 and 161 mg/dl and the results, when plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low sensor scan results compared to readings obtained on the adc meter and experienced a headache and fatigue. Customer was unable to self-treat and received third party treatment from non-healthcare professional of fast acting insulin and water. There was no report of death or permanent impairment associated with this event. A sensor results of 62, 76 and 146 mg/dl were compared to a adc meter results of 178, 195 and 161 mg/dl and the results, when plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.